Event description:
Additional information indicated that three enterprise stents were placed in the patient all the same catalog and lot number (B)(4). The first enterprise stent was placed further distal to the intended position, and did not cover the neck of the aneurysm. It was reported that vessel was heavily tortuous, and that prior to deploying and detaching the first enterprise stent, the position was checked under fluoroscopy. Then, two other enterprise stent systems were placed to cover the aneurysm neck, but the second did not cover the entire aneurysm neck. However, there were no complaints against the second enterprise stent. The 3rd enterprise stent was detached to cover the aneurysm neck. During coiling, the second coil (hypersoft 2x2, terumo) was detached and migrated to the edge of the 3rd enterprise stent. The physician commented that this coil migration could be caused by kink of the v3rd stent struts. However, the kink was not confirmed. Additional attempts were not made to position the hypersoft coil trapped between the stent and aneurysm/vessel wall.

Event description:
The customer stated an architect i1000sr analyzer using reaction vessels of lot 68097p100 generated error code 1007, unable to process test, activated read failure. The error was resolved by replacing the reaction vessels with those of a different lot. There was no adverse impact to patient management reported.

Manufacturer narrative:
(B)(4). No method, results or conclusions can be made at this time. This is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete.

Manufacturer narrative:
(B)(4). The investigation determined the causes of the increase in frequency of static discharge events were due to the architect reaction vessels (rvs) supplier's manufacturing material and manufacturing processes. The previous investigation identified rv lots made from a particular polypropylene resin lot were responsible for a majority of the static discharge events. Analysis of this resin lot determined it has unique compositional and analytical characteristics when compared to other resin lots, which facilitated the build-up of static charge on the rvs. The previous investigation also identified variables within the suppliers' molding manufacturing process that contributed to static charge variation across rv lots. The latest investigation identified additional variables within the suppliers molding manufacturing process. Abbott has implemented more stringent static charge sampling and testing for acceptance of all incoming rv lots from our supplier. Abbott has worked in close collaboration with our suppliers to assure consistency of incoming resin material, and to improve the supplier's molding process to reduce the potential generation of static charge.